Event description:
Additional information received reported the physician attempted to revise the leads on (B)(6) 2011. He placed the leads a little higher in the spine but the patient was not able to feel stimulation in her back, and the physician decided to remove the system. It was noted that there were no malfunctions with the system. The patient recovered without complication.

Event description:
It was reported that the patient was not getting stimulation in the back where she needed it. The doctor tried to do a revision, but the patient still did not get stimulation where it was needed. The device was explanted. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3778-60 serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2011, lead model 3778-60 serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2011. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of neurostimulator, model 37702, serial # (B)(4), showed no significant anomalies. There was a foreign material under the cover and the can was scratched. Functional output was good and stable at all electrode pairs. Analysis of lead, model 3778-60, lot# v738659038, showed that conductors #1, #4-7 were broken 21.3 cm from the distal end, at or near the silicone anchor. The outer insulation was also pinched at the sight of break. Functional testing showed good continuity at electrodes #0 and #2. Electrodes #1 and #4-7 were open. Analysis of lead model 3778-60, lot# v738659039, showed that electrode #1 was broken with the outer insulation pinched. The distal end of the lead appeared bent due to conductor wire break. Functional testing showed that electrodes #0, #2-7 had acceptable continuity while electrode #1 was open.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.